Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), and the patient was admitted to the hospital. A new sample was tested and the original was repeated on the same instrument, both resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the luminometer, replaced the probe syringe, wash probe guide, and tubing. The cse also cleaned and reseated the luminometer base probe. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.